Event description:
The customer reported the system is taking a long time to boot, and sometimes does not boot.

Manufacturer narrative:
The ge service rep reloaded the software then verified the system boots in 2-4 minutes. The system functions as intended.